Event description:
It was reported that they were not able to adjust stimulation. The patient programmer (pp) display was showing a ¿call your doctor¿ icon and there was an out of regulation (oor) condition. The patient began the spinal cord stimulator (scs) trial yesterday and the pp was showing the oor last night. The patient was using +--+, 6.5v, 450us, and 60hz. He was trying to turn up the voltage above 6.5v to get more stimulation when he got the oor. It was noted that he was getting stimulation when he was under 7.0v. The manufacturing representative (rep) was going to meet with the patient today. The rep had the patient switch to another program, which gave the patient the same sensation at lower amplitude and the patient had been using that for the past 24 hours. The external neurostimulator (ens) had new batteries at the time of the trial and impedances were taken before the patient was sent home, and they were between 500-700 ohms. The rep might send back the patient¿s ens if it appeared to be the root cause. The rep thought that the oor events had become more frequent since he received replacement clinician programmers. It was later reported that the lead got pulled down in the multi lead trialing cable (mtlc). The patient was doing well and was likely going to go to implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).